Manufacturer narrative:
Other, other text: two (2) unused cassette reservoir samples were received to perform an investigation. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination and did not present any damage, scuffs, pinch marks, cracks or crazing that could cause the failure mode reported. The samples were filled with water and connected to the a pump to look for unusual function. The samples were fully primed and connected without difficulty. The pump was set running and the alarm was not activated. The complaint was not confirmed. An escalation to investigate this failure was initiated due to a no disposable alarm complaint trend. No root cause could be determined as the complaint could not be confirmed. A device history record (DHR) review was conducted on the sample lot number 4095686 which indicated all inspections were completed and no issues were noted during manufacture. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that the pump stopped halfway through the infusion with a smiths medical cadd cassette reservoir. It was reported that 50.9 ml out of 100 ml was infused then a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.